Event description:
It was reported that on (B)(6) 2024, the patient underwent an unknown surgery with tfna (trochanteric fixation nail advanced). During surgery, the devices were partially damaged. The surgery was completed successfully within 30 minutes delay with the use of an alternative product. The surgeon confirmed by x-ray that there were no pieces left in the patient's body. The patient outcome was reported to be stable. Upon return to the manufacturer, it was found that the 3.2mm trocar was bent.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d10: date of concomitant therapy is (B)(6) 2024. H3, h4, h6: the product was returned to depuy synthes for evaluation. Visual analysis of the returned sample revealed that trocar yell presents an overall worn appearance consistent with normal usage. Additionally, the shaft was found slightly bent. The condition of the shaft was consistent with a random component failure that may have been caused by exposure to unintended forces. A dimensional inspection was unable to be performed due to post manufacturing damage. The overall complaint was confirmed as the observed condition of the trocar yell would contribute to a the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review (DHR): part # 03.037.019 lot # 9692606 manufacturing site: werk bettlach release to warehouse date: 28 oct 2015 expiration date: n/a supplier: n/a. A manufacturing record evaluation was performed for the finished article lot and no non-conformance's were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.